Event description:
Technician alleges the hi-lo is drifting. Cause: oily hi-lo drive. Resolution: tech cleaned the hi-lo brake assembly; this resolved the problem. Tech stated no pt was in the bed and no injury reported. The bed was found in hallway near bed shop.